Event description:
Adverse event (s): induced dry eye, irregular topography. MDR 3003288808-2010-00077 -- left eye (od). A surgeon reported one pt with possible central islands ou following enhancement. Pt presented with a non contributory medical history and positive ocular history for previous lasik surgery five years previous. Uncorrected visual acuity (ucva) was 20/25 od and 20/30 os with best corrected visual acuity (bcva) 20/20 od and 20/20 os on (B) (6) 2008. Three months post enhancement, the pt reported irritation and dryness. Ucvas were variable with final ucvas reported as 20/30. Bcvas were variable with the final bcvas reported as 20/20. Review of clinical records were not consistent with reported central islands. The clinical and topographical characteristics seen in the medical records indicate that the pt's post-operative results better align with corneal epithelial remodeling following prk enhancement and dry eye.

Manufacturer narrative:
Determination of root cause -- assessment: a review for twelve months prior to the reported date for all clinical complaints showed no previous complaints for this system. Status checks were performed 03/14/2008, 04/07/2008, and 05/14/2008 and found the system to be working within specifications. The clinical and topographical characteristics seen in the medical records indicate that the pt's post-operative results better align with corneal epithelial remodeling following prk enhancement and dry eye. Results of the clinical review were discussed with the reporting physician who agreed with the findings and stated that the pt's unusual outcome was not likely related to the laser, but to the pt's healing response. Conclusion: non-product factors as well as an individual pt response to the laser and healing characteristics may have contributed to the unexpected outcome. (B) (4)